Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was damage on the cartridge patient line. No impact to the customer's blood glucose. Reportedly, the customer replaced the cartridge and infusion set to resolve the issue.